Event description:
It was reported that, when aspirating, inserter was able to aspirate air. No reports of saline leakage from bung though. Customer took precautionary steps & secured the guidewire with sticky tape to prevent it migrating during insertion based on experience with previous PICC insertions. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.